Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Since lot #: 17078729l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator. Us catalog #: s7001, serial #: (B)(4), product name: coolflow® irrigation pump, us catalog #: cfp002, serial #: (B)(4), product name: pentaray nav high-density mapping eco catheter, us catalog #: d128207, lot #: 17070443l. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ischemic ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and was induced to ventricular tachycardia and went to ventricular fibrillation which required cardiopulmonary resuscitation and the insertion of an impella balloon pump, after that patient was removed from electrophysiology laboratory and while in transport to another facility, deceased. It was noted that this patient had a medical history of a very sick heart, myocardial infarctions, previous procedures of ventricular tachycardia ablation procedures and placement of intracoronary stents that may have contributed to this event. The physician¿s opinion regarding the cause of this adverse event is that this is because of patient condition. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ischemic ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and was induced to ventricular tachycardia and went to ventricular fibrillation which required cardiopulmonary resuscitation and the insertion of an impella balloon pump, after that patient was removed from electrophysiology laboratory and while in transport to another facility, deceased. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was evaluated for the functionality of the biosensor on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. Therefore the root cause of the patients death remains unknown.